Manufacturer narrative:
The subject device was returned to the olympus local service department but not returned to omsc. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department, it was found that foreign material remained on the insertion section including air/water nozzle, instrument channel and auxiliary water channel. It was reported that the customer used special powder for stopping blood flow and sometimes this blocked the nozzle. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to effect of hemostatic powder, used at the user to stop blood flow. The reprocessing process at the user facility may have been deviated from the process recommended by the instruction manual of the subject device.